Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (ebl) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the physician attempted to install the device; however, the suture broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one speedband device with the ligator head for analysis. There was no visual defects noted on any section of the returned unit. The suture was inspected and it was found to be intact; without broken sections and with all its 7 knots. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (ebl) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the physician attempted to install the device; however, the suture broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.